Event description:
Philips received a complaint by bench repair indicating that during troubleshooting, it was observed that the devices navigation wheel does not work correctly. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
Root cause: it was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure.

Manufacturer narrative:
Bench repair evaluated the device and confirmed the reported problem. Bench repair replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.